Manufacturer narrative:
Additional information from the physician confirmed that the event of migration is not occurring.

Event description:
Patient reported left side capsular contracture, baker grade iii and "breast is disform." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and silicone migration this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade iii. Healthcare professional reported "signs of silicone leakage to the axillary lymph node" and recommended "excision of lymph node affected by silicone." The device remains implanted.